Event description:
It was reported that the patient's blood glucose was "high" (>22.22 mmol/l, >400 mg/dl) while the pod was worn on the abdomen between 4 and 24 hours.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Found the needle hole of the bottom housing partially blocked. Although the soft cannula was damaged, the timing and exact cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.